Manufacturer narrative:
An event of retraction problem and valve capsule deformation was reported. The flexnav delivery system, along with the valve loaded inside, was returned to abbott for investigation. The valve capsule was found to be deformed, and the inner shaft was kinked, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue concerning the labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Na the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During the recapture, the wheel stopped turning when the valve tip was protruding about 2mm. An angiography confirmed that the front side of the valve capsule was crushed. The micro-adjust wheel also did not turn, and it could not be turned to the deployment side. There was no misloading. Therefore, the valve was removed and a new navitor vision valve and a new small flexnav delivery system were chosen and completed the procedure. The patient was reported stable. During the removal and reloading procedure, there was a delay of about 30 minutes but there was no adverse patient effect. The patient was reported stable.